Manufacturer narrative:
Other device(s) associated with this event: heartware ventricular assist system ¿ pump. Model unk / expiration date unk / serial number unk / UDI unk. Implanted date unk. Is this a single use device that was reprocessed and reused on a patient?: no. Device available for evaluation?: no. Mfg date unk. Labeled for single use?: yes. (B)(4). Product event summary: the devices remain implanted in the patient and are thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed a pleural effusion fourteen days after biventricular ventricular assist device (vad) implantation. The patient is subsequently reported to have then experienced respiratory insufficiency/failure twenty-seven days after implantation and while still hospitalized. No further patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.